Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. The fse replaced battery, sealed lead acid,12v (d146-00-0039). Completed all functional and safety tests per manufacturer specifications. Unit cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump's (iabp) battery died.. There was no patient involvement.